Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. It was noted on (B)(6) 2016, the right atrial (ra) lead impedance rose to 4047 ohms from a trend of 399-570 ohms.

Event description:
It was reported that the patient received inappropriate therapy and experienced pain from the inappropriate therapy. It was noted the right ventricular (rv) lead exhibited oversensing at the p sensed wave in the ventricle and double counts, along with oversensing of noise due to a possible lead fracture and high pacing impedance measurements. The ventricular tachycardia (vt) detection was reprogrammed off and the alerts were turned off. The rv lead remains in-situ. It was also noted the right atrial (ra) lead exhibited high pacing impedance and the ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.